Manufacturer narrative:
(B)(4). The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the needles seem to be bending at the tip and the catheter will not thread out the tip of the tuohy. The patient's condition was reported as fine.